Manufacturer narrative:
The pump was reviewed with the pt and no issues were found. The pt has continued to use the pump. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported experiencing low blood glucose levels on (B)(6) 2011. The pt's fasting blood glucose was 69mg/dl. The pt was driving her car and passed out, causing her to crash her car. The pt sustained no injuries due to the accident. The pt woke up and ate a granola bar, however, passed out once again. The pt awoke once again and was able to get help. A bystander helped to administer granola and oral glucose. The paramedics were called and the pt's blood glucose was 36 mg/dl. The pump history was reviewed and a prime was recorded earlier in the day. The pt does not believe she was attached to the pump while priming.